Event description:
An incorrect reagent was inadvertently loaded on one of the roche analyzers in the main chemistry lab. This was discovered 3 days later, when the qc was out during start up. All testing was immediately halted and service call was made to clean and restart w/ correct reagent.